Event description:
It was reported that the patient was seen in (B)(6) and had 4 channels with status hi. Then when seen in (B)(6), the patient had 11 channels with status hi. There has been no reported trauma and re-implantation has been decided but not scheduled at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.